Event description:
The patient reported that subsequent to the implant of a protegen sling, patient experienced surgical site infections, hematuria, urinary tract infections, urinary retention, voiding difficulties, pain, discharge, odor, itching, rashes, continued incontinence, numbness in lower back, nerve problems and their pubic area turned black. The patient reported that subsequent to a rectocele repair in 2002, patient didn't have leakage. The device remains in the patient. Therefore, no failure analysis is available. Directions for use outline as potential complications: infection... Urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure.